Event description:
Complainant alleged that during routine testing by a clinician the device failed to charge defibrillator. The complainant indicated that there was no pt involvement in the reported failure.